Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced elevated heart rate. It was also reported that the right ventricular (rv) lead exhibited occasional undersensing. The rv lead remain in use. No further patient complications have been reported as a result of this event.